Event description:
It was reported while using an unspecified arterial blood syringe 1 sample leaked behind the plunger. There was no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device catalog #: unknown. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Evaluation of the photo indicated that blood leaked past the stopper. Bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for leakage based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.